Event description:
The reporter stated that 2 trach tubes leaked grossly causing the pt not to get proper while on the ventilator. During eval, the exterior of the cuff appeared to have been buffed during manufacture. There was no pt injury or treatment associated with this event.

Manufacturer narrative:
Two tubes were received with visible nicks and cuts. Inspection of the affected area showed the exterior of the cuff had been buffed during the mfg process -- possibly to remove stray adhesive. Smiths was able to confirm the issue and determine the cause. The issue was reviewed with mfg and is being monitored. No additional action is necessary at this time. Smiths considers this MDR closed with this report. Smiths recognizes that this report is not being submitted within the required timeframe. MDR reporting deadline based upon the date the info was received was october 19, 2008. Smiths continues to be committed to regulatory compliance and will make every effort to ensure that this does not recur.